Manufacturer narrative:
Covidien reference # : (B)(4). Date of initial report : 04/28/2016. Date of follow-up report : 06/27/2016. The incident device was returned, evaluated and found to function within specification. The device was tested for activation and sealing function on simulated tissue with acceptable results. Additional testing was done by performing multiple seals of various sizes on porcine tissue and all seal cycles were completed satisfactorily. The rfid tag indicates the instrument was subjected to two uses on two different dates. The IFU warning states, this product is designed as a single use device. Manufacturing non-conformances were reviewed. No entries pertinent to the customer's report were noted.

Manufacturer narrative:
(B)(4). Date of initial report : 04/28/2016. The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that the sealing performance of the device was "not perfect" during a laparoscopic colectomy. There was no injury to the patient.